Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. Estimated datena.

Event description:
It was reported that suture placement in an unspecified vessel was attempted with a proglide device using the pre-close technique prior to an interventional impella procedure. Reportedly, when closing the footplate in step #4, the foot of the proglide did not close completely. The vessel intima was damaged. A stent was placed and surgical closure achieved hemostasis. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: device code 2017: removal against resistance and excessive force. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, the proglide device was removed against resistance and forcefully removed. It should be noted that the perclose proglide instructions for use (IFU), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is unknown if the IFU violation contributed to the reported difficulties. The investigation unable to determine the conclusive cause for the reported difficulty; however, the subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b3: correction of date of event.

Event description:
Subsequent to the previously filed reported, additional information was received.it was reported that suture placement in the moderately calcified right common femoral artery was attempted with two proglide devices, via a 14fr sheath. Reportedly, the first proglide device was successfully placed. Resistance was felt and the lever could not be closed completely on the second proglide device. The proglide device was forcefully removed. The vessel (intima) was damaged. A covered stent was placed and surgical closure achieved hemostasis. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.